Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the fill estimated was noted to be inaccurate and an auto off alarm occurred. It was also reported that the customer was hospitalized after experiencing elevated blood glucose (bg) levels up to 600 (mg/dl) and diabetic ketoacidosis. The customer attempted to resolve their bg levels by delivering a manual injection prior to hospitalization. While hospitalized, the customer was treated with intravenous insulin. Reportedly, the customer believed the pump was not delivering insulin and this contributed to their elevated bg levels. During troubleshooting with tandem technical support, the customer indicated cold insulin was used to fill the cartridge. A review of the pump history indicated the correct amounts of insulin had been delivered via the pump. The customer was released from the hospital on 8/12/2016.